Event description:
During the ivtm therapy, the thermogard console sn (B)(6) displayed a tcmid:05 message upon powering on and could not be cleared. Another thermogard system was used to continue the therapy. No patient injury was reported.

Manufacturer narrative:
The customer's reported complaint of the thermogard console sn (B)(6) displayed a tcmid:05 message was not confirmed during the functional testing. The event log review was not performed because the data had been noted to be erased before sending the thermogard system to zoll for evaluation. However, zoll sales personnel confirmed that the reported error occurred at the customer site. Therefore, the pic 16 pcb and lm 34 temperature sensor were replaced as a preventive precautionary measure. Upon visual inspection, no physical damage was noted. The thermogard system passed the functional testing without error, and the reported error was not reproduced throughout the testing at zoll. The thermogard system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6) .